Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that there was a crack in the balloon connecting tube. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically inspected, leak and functionally tested. No damage or abnormalities were noted under visual examination and no leaks were identified; however, microscopic evaluation identified holes in the kink resistant tubing (krt) consistent with sharp instrument damage. In addition, the component did not pass functional testing as its pressure exceeded the specified limits. The cuff was visually and microscopically inspected and tested for leaks. No damage or abnormalities were noted under visual examination; however, it was noted that the krt presented cuts and a leak, consistent with sharp instrument damage. The pump was visually and microscopically inspected, and leak tested. It was not functionally evaluated due to bodily fluid contamination identified within the component. No leaks were identified in the pump. Based on the information available and analysis results, the balloon not passing functional evaluation could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that there was a crack in the balloon connecting tube. All components were removed and replaced. There were no patient complications reported.